Event description:
Breast implants were implanted in 1970. By the mid '70s they were almost as hard as rocks. Chest pains caused emergency room visits from about 1981 to 1982. Hospitalized in 1992. Rptr has been diagnosed with scleroderma, sjogren, tmj, arthritis, osteoporosis, heart murmur, raynaud's phenomena, lividoreticulitis, carpal tunnel, and copd. Explanted and chest pains have stopped. Ruptured when removed. Not certain if ruptured before.